Event description:
It was reported that this was a venotomy closure of the right common femoral vein using the pre-close technique prior to a pacemaker pacing procedure. Two prostyle devices were pre-placed: one at 11:00 and another at 2:00. Reportedly, the knot at the 11:00 position was noted to be at skin level. The sheath was upsized to a 27f and the pacemaker pacing procedure was completed. The 2:00 suture was advanced to the vessel wall and tightened without issues. The 11:00 suture snapped [during knot advancement]. Another suture was deployed at 12:00, however, it broke during knot advancement and complete hemostasis was not achieved. An additional device was deployed at 9:00. The 9:00 suture was advanced to the vessel wall and tightened, however, a femostop was required to achieve complete hemostasis. There were no reported adverse patient effects and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. H6 medical device problem code: 1494 - indication for use. The additional device referenced in b5 & d5 is filed under a separate medwatch report number.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot of specific issue. Based on the information provided, a definitive cause for the reported issue could not be determined. In this case, it is possible the material separation was due to a suture snag/nick during deployment that led to the separation; however, this cannot be confirmed. It was reported that the smc devices were used in a procedure utilizing a 27f sheath. It should be noted that the prostyle instructions for use (IFU), indications states: ¿for access sites in the common femoral vein using 5f to 24f sheaths.¿ the IFU violation did not-contribute to the difficulties, therefore notification is not required. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.